Manufacturer narrative:
Other text: h3: 44 cadd administration set were received for evaluation in their original closed packaging inside plastic bags and transit cartons. The returned samples were visually inspected at 12" to 16" under normal conditions of illumination. No defects were observed. Colored water was passed through the 44 units to check for occlusion. No occlusion was detected in the samples and the reported issue was unable to be confirmed. There was no fault found with the returned samples.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop were reported to have occlusion issues. Also reported same issue with different lot numbers. No adverse patient events reported.